Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure, poor image quality and deformed lens was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 16 years since the subject device was manufactured. Based on the results of the investigation, the most probable cause of the identified failures was caused traced to a component failure, which is expected or random component failure without nay design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device lens was crooked and had a stain on the image (poor quality, shadows on the image). The issue was found during start up (preparation for use). There was no patient impact, no harm reported due to the event.

Event description:
It was reported the subject device lens was crooked and had a stain on the image (poor quality, shadows on the image). The issue was found during start up (preparation for use). There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.